Manufacturer narrative:
"Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time."

Event description:
It was reported that an unspecified plastipak syringe was difficult to collect to the mating component during use. The following was reported by the initial reported by the initial reporter: "the syringe does not correctly attach to the spinal anesthesia needle. In this way, air enters the syringe when barbotting and liquid leaks when injecting the anesthetic, which may cause blockade failure or hemodynamic instability."